Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On december 12, 2019, omsc confirmed that the model number of the subject device was pbd-v622r-1005. The surface of the stent was discolored black. The proximal portion of the side flaps were broken and the surface near breakage area of the flaps was scratched. The fragment was not returned. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the event date, it was found no irregularities. The exact cause of the reported event could not be conclusively determined. Omsc assumed that the reported event occurred since the side flap deteriorated due to the patient's internal environment. The deteriorated side flaps were broken when the side flaps were subjected to a load. The instruction manual of the device has already warned as follows; *after placing a stent, periodically check the conditions of the stent and its implantation. Depending on the condition or internal environment of the patient body, material deterioration of the placed stent over time can result in another detachment of side flap(s). That possibility is increasing the longer the stent is placed in the duct. *when retrieving the stent from the bile duct, grasp a part of the stent avoiding the vicinity of side hole or side flap as much as possible, and slowly withdraw it. When withdrawing the stent endoscopically with an endotherapy instrument, do it slowly along the bile duct, while checking the x-ray images. If a part of the stent around the side hole or side flap is strongly grasped by a snare or grasping forceps, or the stent is withdrawn with excessive force, the stent may break and leave debris in the bile duct.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic biliary stenting, the subject device was used. In the procedure, the doctor found that the side flap of the bile duct side was broken off. The fragment was not retrieved. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the side flap.